Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2016-05896, reference MFR. Report: 1627487-2016-05897, reference MFR. Report: 1627487-2016-05912. The patient has two leads implanted as part of the scs system. However, since it is unknown which lead was explanted and replaced in previously reported reference MFR. Report: 1627487-2016-02062, all suspected leads are being reported. It was reported the patient's leads had migrated out of the epidural space and were inside the ipg pocket. X-rays indicated the lead(s) had pulled out of the ipg header. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which the leads were explanted and replaced. Stimulation was restored following the procedure.